Event description:
It was reported that there was a leak in a clearlink extension set. This occurred during patient infusion. The reporter stated that they observed that the tubing of the device was sticky, and there was a leak where the tubing connects to the filter. There was no patient injury or medical intervention associated with this event. Additional information is requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation, with a non-baxter syringe attached to the inlet of the filter housing. Visual inspection did not identify any nonconformances. Functional testing identified a leak from the filter housing vent hole, confirming the reported condition. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.